Manufacturer narrative:
Based on the results of our root cause investigation, it has been determined that the reported particulate is not related to any damage or malfunction of the product. Our investigation has concluded that the observed particles are originating from the metallic cap assembled to the needle wrench which when packaged in the same pouch with the silicone irrigation sleeve results in microscopic particles being transferred from the needle wrench cap to the irrigation sleeve. All products have been found to comply with specifications and function as intended. Additionally, there have been no reports of post-surgical adverse reaction. However, due to increased sightings of microscopic particles and our ongoing continuous improvement activities, we have taken measures to identify an internal cleaning process related to needle wrench assembly to address the reported events. Validation activities have been completed and the process has been implemented. In addition, we are reviewing our component specifications related to particulate matter and will revise specifications, where necessary, to better align with customer expectations. As a result of this additional information, it has been determined that the issue documented in this report does not meet the criteria of a reportable malfunction and the complaint record will be revised accordingly.

Manufacturer narrative:
Evaluation completed. An unknown sterilization pouch was returned. The pouch contained one blue irrigation sleeve and a bl5111 pack label from lot v7966. The expiration date on the label is 2018-02-20. Microscopic examination of the sleeve found several very small shiny particles visible on the sleeve hubs. The particles are not embedded. A test of one sleeve found that the particles could be wiped off using a swab. This sleeve will be sent to the lab for particulate analysis. The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 7 see 1920664-2016-00469, 00471, 00472, 00473, 00475, 00476.

Event description:
The user facility reports observing what appears to be shimmering matter at the incision site. This issue has occurred periodically over the past several months. The users have speculated the phaco sleeve may be the source. There have no patient complications due to this issue.

Manufacturer narrative:
The sleeve was sent to the lab for particulate analysis. The lab conclusion: the four particles removed from the sleeve varied in composition but were generally consistent with mineral deposits and iron corrosion products. Report 2 of 7 see 1920664-2016-00469, 00471, 00472, 00473, 00475, 00476.